Manufacturer narrative:
Mitek was notified on jan 11, 2017 that the complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This follow up is being filed to correct the date to (B)(6) 2017. It was incorrectly reported as (B)(6) 2017 in medwatch 1221934-2016-10528 follow up 1.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the expressew needle broke inside the patient during a rotator cuff procedure during the second pass. The needle was retrieved and x-rays were performed. The case was completed by using another expressew gun and needle. There were no patient consequences but a 15-20 minute delay was reported. The sales rep was not present for the case. The device is being returned for evaluation.